Event description:
This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0903c03) was reported to have a dose setting which showed stripes. The pen was purchased on (B)(6) 2009 and after switching it on and winding the dose knob, the display showed hieroglyphics. This humapen memoir is associated with 1032537. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 24-sep-2009. Initial examination found missing or additional segments in the dose number display. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
Reportable malfunction/ near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.